Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.7mm vicmo13.7 implantable collamer lens of -7.5 diopter tore/broke during injection/delivery into the patient's left eye (os). The lens was removed and replaced intraoperatively. There was no patient injury. Cause of event was unknown.

Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (over 45 yrs of age at date of implantation) added to initial MDR. Claim # (B)(4).